Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.